Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified and tortuous left circumflex artery. A 2.25x32mm promus premier stent delivery system was selected. Prior to insertion, the stent was noticed to be missing. They looked through the equipment, wires, scrub table, floor, scanned the patient thoroughly under fluoroscopy, but could not located the undeployed stent. The patient was removed from the table and sent for a MRI which didn¿t locate the stent inside body. The patient did not have any acute adverse event, but the angioplasty was aborted. The patient's status was stable and being managed with medical therapy.

Manufacturer narrative:
Age at time of event: late 60's, early 70's. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).